Event description:
It was reported that a few months after this insertable cardiac monitor (icm) was implanted there was an error message that indicated monitoring was disabled. Disk analysis was performed and revealed firmware timeouts had occurred causing the monitoring to be disabled for this patient. Technical services recommended a replacement, and unfortunately the patient passed away from covid in the meantime. The device was not expected to be returned for analysis. No additional adverse patient effects were reported.